Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The primary complaint was not confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/pt contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio meter was displaying an error 4 message. The pt did not allege any harm or injury due to the reported issue. The alleged issue was resolved with troubleshooting. Replacement product was sent to the pt. Based on the info provided, their complaint is being reported due to the following conclusion(s): the pt alleged the meter was displaying an error 4 message. There is no indication that subject meter caused or contributed to a serious injury. The pt did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.